Event description:
A trilogy ev300 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. Upon initial inspection of device, system setup test failed during testing. The technician recommended replacing the device's 3-way solenoid valve and trilogy evo proportional valve (aecm) to address the issue. Follow-up repair to be handled by (B)(6).